Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 237437.

Event description:
It was reported that the patient underwent an explant procedure due to lead migration. No further information has been obtained despite good faith efforts.